Manufacturer narrative:
Received one 8f x 18cm hemo-cath for evaluation. A visual inspection of the catheter revealed the lumen is almost completely disconnected from the catheter at the hub to lumen junction. The device was forwarded to the manufacturing facility for evaluation. Upon review of the device history record the associated lot was manufactured according to all applicable sops. There are no non conformances or manufacturing variances associate with this failure. All catheters are 100% leak tested and no leak failures were reported for the lot in question. Based on the investigation performed and the inspection of the sample provided it was concluded that the reported failure mode is not associated with the manufacturing process.

Event description:
Catheter broke.

Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.